Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Upon inspection, the returned battery was found to be fully depleted. Based on our evaluation, the 7-year-old battery reached the end of its useful life under normal operating conditions. The customer was advised to replace the battery when "replace battery" prompt appears to ensure optimal performance. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device will not power on. Complainant indicated that there was no patient involvement in the reported malfunction.